Manufacturer narrative:
Concomitant medical products: product ID: evproplus-29us transcatheter valve, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) system was explanted due to an infection. The system was subsequently replaced with a leadless pacemaker. No further patient complications have been reported as a result of this event.